Event description:
Complaint alleged that during a routine shift check by a clinician, the device initiated charging energy to 200 joules on its own. Complainant indicated that there was no pt involvement in the reported malfunction.